Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated a power on reset occurred. A write to locked ram por occurred on (B)(6) 2015. (B)(4).

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) had a power on reset (por) occur. The power on reset (por) was cleared. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.